Manufacturer narrative:
Analysis report: (B)(4).

Event description:
Reportedly during a follow-up on (B)(6) 2019, both the atrial and ventricular leads displayed lead impedance measurements greater than 3000 ohms, with pocket manipulation. Despite several impedance measurements, the ventricular lead impedance measurement above 3000 ohms could not be reproduced. Ventricular thresholds were normal and no evidence of a ventricular lead issue was found. The atrial lead impedance measurements varied greatly and minute ventilation (mv) signal oversensing was observed in the recorded episodes. Atrial lead replacement was planned. During a follow-up performed on (B)(6) 2019, the ventricular lead impedance measurements were within normal range but the ventricular threshold increased from 1.5 v/ 1 ms on (B)(6) 2019 to 2.5 v/ 1 ms on (B)(6) 2019. It was also reported that the patient had a previous ventricular lead, which was abandoned in the body.